Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4968-35 lead, implanted (B)(6) 2006, 5076-58 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) by the right ventricular (rv) lead. It was discovered that the sensitivity was previously reprogrammed due to twos. Now, the detections were programmed off. A lead revision was scheduled. Presently, the lead remains in use. No further patient complications have been reported as a result of this event.